Event description:
Boston scientific received information that this lead was surgically abandoned due to high thresholds and dislodgement. Subsequently the product was reported to have been part of a system explant due to infection. There were no additional adverse effects reported. The lead is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.